Event description:
It has been reported to philips that there was a movement issue with the c-arm. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with c arm movement. Error logs indicated malfunction with the isb (image storage board). The fse checked the system and found multiple issues such as broken stand longitudinal drive's rubber wheel, stuck table rail clamps, dropped floating button on geo module, the table side x-ray protection shield being out of shape, corroded table base connection board and drop down in the cables conduit of stand. The fse fixed the cables conduit of stand and replaced table x-ray protection, op-rail accessory clamps, tso knob, long drive clea and sibbox unit and reinstalled stand cable cover to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.